Event description:
It was reported the atrial lead had dislodged and exhibited loss of capture. The device was clinically resolved by reprogramming. The device remained implanted. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.